Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced hypoglycemia as well as hyperglycemia, and the insulin pump had motor error alarms all the time. The customer's blood glucose value ranges from 50 mg/dl to 400 mg/dl. The customer stated that they have issues with low blood glucose at night. The customer stated that they had been trying to adjust the settings but was unsure that the insulin pump was delivering the right amount of insulin. The insulin pump delivered certain amount of insulin and then the insulin pump shuts off. The insulin pump had crack on screen and had unexplained no delivery alarms. The customer reported that they had adjusted the basals at night to help with low blood glucose but the basal does not seem to be adjusting during night or day adjustments. The device will not be returned for analysis.